Event description:
It was reported that the ilet user experienced rollercoaster glucose episodes due to being inconsistent with meal announcements and using meal announcements as corrections, with examples of double meal entries and prolonged hyperglycemia following those entries. Symptoms included hypoglycemia and hyperglycemia ranging from 66 mg/dl to 356 mg/dl accompanied by dry mouth and malaise. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, centered on use of the user interface for meal entries. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.